Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient could not remember the exact day in (B)(6) when the event occurred. Prior to sensor insertion the area was cleansed with soap and water. The patient developed a rash, redness, blisters, and a scar under the sensor patch area. The patient had itching sensations and scratched the area which caused little sores. On an unspecified later time, the patient consulted a physician who advised the patient that she had developed an allergic reaction to the sensor patch adhesive. The healthcare provider (hcp) recommended treating the area with over the counter topical triple antibiotic ointment and aquaphor cream, and to insert future sensors in the opposite side of the abdomen. At the time of the report on (B)(6) 2023, the area was described as a ¿rough scar,¿ and she felt well. No additional patient or event information is available.